Manufacturer narrative:
Dfu and labeling evaluation: the alleged event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: ¿breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to occur over time. Silent rupture is common and often asymptomatic; therefore, patients should undergo regular MRI screenings starting at 3 years post-op, then every 2 years.¿ surgical wound dehiscence (swd) is the separation of the margins of a closed surgical incision that has been made in the skin with or without exposure or protrusion of underlying tissue, organs or implants. The separation may occur at single or multiple regions, involve the incision's full length, and affect one or more tissue layers. A dehisced incision may or may not display clinical signs and symptoms of infection. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Literature reference: handel, n., garcía, m. E., & wixtrom, r. (2013). Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132(5), 1128. "A number of risk factors for rupture have been identified; the most common cause is surgical instrument damage." Wound dehiscence and exposure of silicone breast implants usually leads to infection and extrusion. According to the literature, implant extrusion rates are not higher than 2% (1) and removal of the implant is recommended. (2) improper surgical technique, drainage through the incision or wound infection may leave a weakness resulting in wound dehiscence. (3) device history record (DHR) review a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements.

Event description:
Germany. Allegedly, a patient is experiencing delayed wound healing at the t-junction following bilateral breast implantation (motiva 255cc), with fluid discharge from the right breast. The right implant was later confirmed to be ruptured and requires removal, as verified by ultrasound. (Sn: (B)(6)).